Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the reservoir lip was chipped and there was also a burn mark on the bottom of the insulin pump. The customer¿s blood glucose level was 178 mg/dl. The insulin pump will be returned for analysis.